Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock generated a leak during patient use. It was stated in the report that the product problem was leaking total parental nutrition (tpn). There was no patient harm reported.

Manufacturer narrative:
Received photos from the customer of paperwork and label. No conclusions could be made from the received photos. One used. List #mc330375, 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock; lot #13551095 was received and tested. One of the samples was observed to have a leak. The reported complaint of a leak could be confirmed during testing. The probable cause of the leak is from an incomplete insertion during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.